Event description:
Information received indicates the brakes would set, but would not hold.

Manufacturer narrative:
The technician found the four casters were worn. He replaced the casters to repair the bed.